Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that upon presentation to outpatient clinic, several "replace backup battery" alarms were noted. After standard troubleshooting procedures were performed (self-test, emergency backup battery (ebb) ribbon reseating, & ebb replacement), the "replace backup battery" alarm did not resolve. After these steps were taken and after confirming international normalized ratio (inr) was within therapeutic range, the primary system controller was exchanged. It appeared that no ¿replace backup battery¿ alarms were noted after the controller exchange. Log files were sent for review. The event log captured backup battery faults starting from the beginning of the data capture and continued for the remainder of the log. It appeared that the ebb failed the load test resulting in these faults. No further ebb faults were noted in log files after the exchange.